Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4+. The clip delivery system (cds) was tested on the back table prior to use, both simultaneous and single gripper actuation, and then was advanced to the mitral valve. When in use, one of the grippers became stuck. The cds was removed with the clip still attached and was again tested on the back table. The gripper was still stuck and only became freed after being manipulated with fingers. Three total clips were implanted, reducing mr to 1-2. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.